Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record confirms the subject device was shipped in accordance to specifications. Based on the results of the legal manufacturer's investigation, since the reprocess was performed with the grease adhering to the inside of the reprocessing basin, the grease was mixed with the disinfectant and appeared black. In addition, the inner surface of the hose peeled off due to deterioration, and when the disinfectant was pumped up, it came out as a foreign substance. However, since it was reprocessed as it was, it seemed to be discolored when mixed with the disinfectant.

Manufacturer narrative:
The customer reported that the liquid did not contain any particles and that the mesh filter was clean of debris. An olympus field service engineer (fse) was dispatched to the user facility. The fse confirmed the reported issue and replaced the necessary parts. The equipment was repaired and verified according to specifications. The device passed the electrical safety test. If additional information is obtained, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility reported that an endoscope reprocessor contained a black liquid while reprocessing. There was no patient involvement or injuries reported. No additional information has been obtained.